Event description:
The customer reported a ventilator with a sensor failure. There was no patient involvement / harm.

Manufacturer narrative:
MFR received date: 15 oct 2019. The manufacturer's field service engineer confirmed the reported problem. The customer declined repair. No further work was done with the ventilator, and it remains unrepaired at the customer's facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019.

Event description:
The customer reported a ventilator with a sensor failure. There was no patient involvement / harm.